Event description:
Patient having upper endoscopy, while advancing biopsy forceps down biopsy channel blue banding device from previous case dislodged from scope. Band was removed with forceps without incident.

Event description:
Patient having upper endoscopy, while advancing biopsy forceps down biopsy channel blue banding device from previous case dislodged from scope. Band was removed with forceps without incident.